Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during crossed ligament reconstruction surgery, the screw was broken. A backup device was available to complete the procedure with no significant delay or patient injuries. The broken pieces were removed with tweezers.

Manufacturer narrative:
One 7mmx25mm biorci ha screw was returned for evaluation. Visual assessment of sample confirmed the reported breakage. Approximately 6mm of the distal threads have been broken off and were returned. The broken portion was returned in two pieces. The break area is angular in nature. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specifications. The condition of the sample indicates it was subjected to excessive force during insertion. As reported a 6mm tunnel and 7mm graft were utilized, there was no mention of a starter or tap being utilized.